Event description:
It was reported that a patient presented in clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. During lead revision procedure, the rv lead was tangled due to twiddler's syndrome. It was also noted that there was insulation damage on the rv lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.